Event description:
It was reported that at the first post-implant clinic visit it was observed that there was a soft ecchymotic hematoma at the device implant site with oozing of blood from the incision. It was noted that this was related to the patient¿s medications. Medications were administered/adjusted, and at a subsequent check the size of the hematoma had decreased and there was no further incisional oozing. The device is still in use. The patient is enrolled in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).